Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient is progressing satisfactorily.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® volbella¿ with lidocaine in eyelids and periorbital area, a contraindicated use. Approximately four months later, patient developed inflammatory reaction and swelling in lower eyelids; ¿the physician did not rule out bio polymers because of the characteristics on palpation.¿ approximately one month later, patient had an ultrasound which confirmed edema with the presence of heterogeneous liquid and peripheral vascularization at subcutaneous tissue level. Hcp diagnosed facial cellulitis. Patient was prescribed cephalosporin antibiotic for 10 days. Symptoms are ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.